Event description:
It was reported, the pt had not used or charged his ipg in about a yr, and no longer had stimulation. The sjm rep met with the pt and could not establish communication with the ipg using external devices. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.